Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
(B)(4). It was reported by the customer that there were discrepant results when reading bd rapid detection of sars-cov-2 veritor¿. There was one occurrence in this event and there was no patient impact. The following was provided by the initial reporter: "customer problem: customer states discrepant results when reading covid cartridge visually (pos), on veritor (neg), and reread on veritor (pos)."

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges discrepant result when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number unknown. Bd quality performs a systematic approach to investigate discrepant result complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The complaint was unable to be confirmed. The root cause could not be identified. No trend against discrepant results was identified. Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
Eua (B)(4). It was reported by the customer that there were discrepant results when reading bd rapid detection of sars-cov-2 veritor¿. There was one occurrence in this event and there was no patient impact. The following was provided by the initial reporter: "customer problem: customer states discrepant results when reading covid cartridge visually (pos), on veritor (neg), and reread on veritor (pos)."